Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the images imported into the system were in the wrong orientation and that the depth of the image was off. The manufacture representative reported attempting a scan and plan case for 2-level tlif. The representative imported the scan with usb and the screen on system went black. The representative performed a soft reboot and imported the scan a second time. The representative was able to continue with setup until arriving at the first trajectory, where they observed that navigation was off. This was identified by observing the navigation and seeing the image flipped upside down as well as the passive planar probe pointing on the wrong side of the body. The representative indicated that when they sent to the first trajectory right l3 and it looked like the probe was pointing to the left side of t he patient's stomach/body of the vertebra. The representative believed the reason for this issue was incorrect patient parameters set on the imaging system. Navigation with the guidance system was aborted and the surgical team completed the surgery with a different navigation system. There was no patient harm and the procedure was delayed one hour or longer.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: kit1378-06 h3, h6: no products have been returned for product analysis. Multiple device codes were applied. Below clarifies what each is associated with. A0908 - inaccuracy a110208 - system screen went black a1107 - image imported with the wrong orientation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the trajectories seemed like they were deviated between 3.5 and 10 millime ters (mm).

Manufacturer narrative:
H3, h6: the logs were returned for clinical analysis. The analysis determined that the complaint could not be confirmed due to insufficient information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.